Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that impedances were tested post-operatively and electrodes 8-15 measured >10000 ohms. It was stated that the impedances were within the normal range when checked intra-operatively. It was noted that the patient was taken back to the operating room. It was stated that the physician "disconnected the single lead tail that had the high impedances, wiped it down, and reset the implantable neurostimulator (ins)." It was noted that this resolved the high impedances issue. It was stated that the patient reported he was getting stimulation post-operatively and that the issue was "completely resolved." If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).